Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device did not work. During service and evaluation, it was observed that the housing was damaged and the motor was blocked on the device. It was further determined that the device failed the following pre-tests: check attachment coupling with attachments, check reverse locking mechanism, check air hose coupling, check for air leak, check function of soft mode switch (safety system), check triggers for forward I reverse mode, check for untrue running, check for excessive noise, check the power with test bench: min. 110 to 160 w and check starting behavior. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.